Manufacturer narrative:
No samples have been received. Involved specific batch number is unknown, 4 possible batch numbers. Without closed and/or defective samples a proper analysis cannot be performed. Review of the batch manufacturing records of the possible batch numbers, products had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Sternal dehiscence is a known complication described in the literature in this type of surgery (process of separation of the bony sternum joined by the suture). This complication, however, is not caused by the rupture of the suture but due to wound healing complication of the patient which leads to the breakage of the device. The bone is weakened and after an overstrain occurred by cough for example. It should be noted that, although the causes of sternal dehiscence are diverse, when it occurs without infection (as happened in this case) it is normally due to the bone is weakened and usually after an overstrain occurred (for example, a cough). In the warnings of the instructions for use of the product: an inappropriate sternal approximation, with override or shift of the sternal edges, can lead to postoperative pain and dehiscence (risk factor for wound infection). As for existing clinical evidence, there is a high risk of sternal dehiscence in patients with significant comorbidities such as high body mass index, diabetes mellitus, chronic obstructive pulmonary disease, and osteoporosis. If no other alternative is available use steelex sternum set with caution. In the precautions of the instructions for use of the product: when working with steelex® or sternum set, special care should be taken to avoid crushing or bending by surgical instruments such as forceps or needleholders. Steelex® and sternum set must not be re-sterilized. In the side effects of the instructions for use of the product: the following side effects may be associated with the use of this product: possibility of corrosion from contact with other metals, wound dehiscence, sternal instability, sternal wound infection. In a rare case overgranulation was observed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with steelex sternum suture. The client reported that : at the first postoperative visit after one month, on (B)(6) 2024, sternal dehiscence with intact skin was detected. At that time, outpatient management was considered (no immediate hospital admission) with the possibility of surgical programming to resolve the complication. However, the patient attended the emergency department on (B)(6) 2024 with symptoms of acute heart failure and fever, which led to re-admission. Once the febrile condition had passed, which was diagnosed as pneumonia and acute heart failure, which took almost a month to resolve clinically, sternal recerclage was performed during the same admission, on (B)(6) 2024. Once the complication was resolved, while awaiting the correct evolution, during the same admission he presented a haematoma of the abdominal wall on (B)(6) 2024. In the diagnostic CT scan of the abdominal wall haematoma, it could not be ruled out that the origin of the bleeding was an epigastric artery, which is a branch of the internal thoracic artery, which in its course is close to the manipulation during the sternal recerclage (therefore, the adverse effect is given as "unknown relationship"). Finally, with good evolution, the patient was discharged on (B)(6) 2024. He has not required readmission until now, and is awaiting the next follow-up visit 6 months after surgery. -sternal dehiscence (sis3) whole skin: (B)(6) 2024. Possible cause, overexertion due to cough associated with pneumonia. Was the patient admitted for this pneumonia? Could the dehiscence be considered to be due to this patient's condition and did the device work as intended? Possibly, the sternal dehiscence was due to overexertion and could be in the context of coughing due to the pneumonia diagnosed during admission. Although this theory could never be confirmed. What is certain is that the skin of the wound was completely intact, with no local inflammatory signs, there being no infection of the surgical wound that could have caused it. The device worked as intended. In addition, they request the following additional information to see if it would be possible to obtain it: -would it be possible to obtain the batch of the device used for this patient? It is not recorded in the reports. -could you confirm where the thread broke? No relevance to the effectiveness of the product.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.